Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. A granuloma at the catheter tip was confirmed and it was removed. A revision was performed, and the spinal catheter piece was replaced, and the granuloma was excised. Regarding if the affected device would be returned to the manufacturer it was noted that the catheter tip was replaced, but nothing else and the pump was still in the body.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8784, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was to have a catheter revision performed as the physician suspected a granuloma at the catheter tip. The event occurred during normal use. The date of the event was unknown. No diagnostic tests/troubleshooting was performed. Surgical intervention was planned to occur (B)(6) 2019. There were no known any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of the time of the report. The patient was without injury regarding their status at time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.